Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the above-cuff suction aid blue port was cracked, and the tracheostomy was successfully changed. No adverse patient effects were reported.

Manufacturer narrative:
One used device was received from lot number 4446567. Visual inspection was performed, and the reported issue was confirmed. It was identified that the suction connector was cracked. Root cause of this defect is currently unknown - it could be a molding defect or excessive force used when connector was connected with syringe during use. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. One other customer complaint was received against the affected lot number which is describing the same issue and was confirmed.